Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of this incident, it was determined that the system remote manager was failed. A field service engineer found tower failed. Opened side plate and found corrosion on switch tabs. Cleaned and greased tabs. Realigned housing with adjustable plate. Flipped refrigerator handle to pull up. Tested in hardware test application and standard application. Confirmed functionality. The system functioned as intended after the field service engineer repaired the device.